Manufacturer narrative:
Product complaint (B)(4). Batch # r59l85. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, based upon this statement of " concerned about the formation of the staples" if any malformed or unformed staples were seen on the staple line? Were there any patient consequences? Response: no patient problems were noted by the surgeon although he was concerned as he didn¿t hear the tactile click and he isn¿t able to see the staple formation and his concern was that they possible weren¿t formed correctly and this may lead to future concerns.

Event description:
It was reported that the device misfired during use. The explanation of events were: the firing range was within the green zone and when I fired the device the handle completed the pull back but no audible feedback was given, the staples did fire but I am concerned about the formation of the staples, I then performed a jacuzzi test which was a success but I¿m concerned for the long term of the staple line integrity. Two donuts were successfully received from the device.